Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a blank display. Customer stated they did not drop, bump, or expose their insulin pump to moisture. Troubleshooting was unable to recover the customer's display by inserting a new battery. It was also found the customer had a scratch on their display. Customer's blood glucose was 130 mg/dl. Customer stated their low blood glucose was caused by their inability to eat from gastroparesis. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with blank display due to shorted lcd driver board. Rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test were not performed due to blank display. The device had corroded battery tube. The device also had cracked case at display window corners, cracked battery tube threads, and minor scratched display window.